Manufacturer narrative:
Rail assembly.

Event description:
It was reported by service report that the fastener is not working, the cot is not locking into the mount. No pt involvement or adverse consequences are reported.